Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v621026, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient and a manufacturer representative reported that their stimulation kept cutting out. The stimulation would stop, then ramp up, and then "whack" the patient and be too strong. It increased until it felt like it was higher than normal and then would shut off for a second or dull way down so the patient could not tell if it was on and then it would blast them and lock them up. The patient would then have to turn down their stimulation because their legs would lock up so they couldn't move. It was like the stimulation was losing its frequency. These issues started about 2 weeks prior to the report but the patient noted that it could have been a little longer. The patient reported multiple dates so it was unclear exactly when the issues began. It was noted that the patient had a fall about a month prior to the report. The fall was on the opposite side of where their stimulator was. The patient felt that the stimulation issues started after the fall. The patient also noticed these issues when laying down. The stimulation would change without them moving. The patient was trying to make sure it had nothing to do with them moving and it did not seem to correlate with positional movements as it had occurred in several different positions. The frequency of the patient getting surging stimulation varied from day to day. The implantable neurostimulator (ins) was implanted on the patient's left side to control left side pain but when the surging occurred they could feel stimulation on their right side and all over their body as well. They thought that maybe their back brace was the cause at first but they took the back brace off and the issues did not resolve. They felt like there was a loose wire in there. The patient noted that the battery was shorting out or the lead was broken. The patient checked their device with their patient programmer and the stimulation was on group c at 5.30. In group c electrodes 0 through 4 were being used. Electrode 0 was positive and electrodes 1,2, and 3 were negative. The group impedance was 506 ohms. The patient was able to adjust their stimulation. The patient later met with a manufacturer representative and they made a new group for the patient using the same contacts. The patient was not feeling surging on this new group but had stimulation in unnecessary places. The pain was in the patient's left leg but they had stimulation in the groin, right leg, and stomach. The new group was programmed with electrodes 0 through 4. There was 1 anode and 3 cathodes. The pulsewidth was 450 microseconds, the rate was 100 hertz, and the amplitude was 5v. The impedances were checked in multiple positions. The standing up impedances ranged from 771 to 860 ohms. Contacts 5 and higher were above 1,000 ohms but those contacts were not being used. The laying down impedances using electrode 0 as the reference electrodes were : 0-1: 749 ohms 0-2: 778 ohms 0-3: 851 ohms 0-4: 771 ohms 0-5: 1,056 ohms 0-6: 897 ohms 0-7: 997 ohms the laying down impedances with electrode 1 being used as the reference electrode were: 1-2: 776 ohms 1-3: 883 ohms the laying down impedances with electrode 2 being used as the reference electrode were: 2-0: 778 ohms 2-1: 776 ohms 2-3: 776 ohms they were unable to take impedances with the patient sitting as the patient could not really sit down due to an injury. They reprogrammed without using electrode 2 and the patient was giving good feedback and felt stimulation in the right places. They were getting good coverage down their whole left leg. The unwanted stimulation was no longer present. The final programming was electrodes 0 as a positive and electrodes 1 and 3 as negatives. The reprogramming was great until the patient got into their car. They went to get up into their truck and were paralyzed. The patient decreased their stimulation and was able to move. The patient felt like the surging sensation had done something to their kidneys or "tenderloin". There was something screwed up and it was worse than before. They were hardly able to get around because it screwed up their kidney and it was hard for the patient to breathe. The stimulation was making them "paralyzed". The patient did not have a managing pain doctor so they contacted their implanting physician. The patient turned their stimulation rate down from 100 to the 40 to 60 range. This lower rate did not ramp up on the patient but they were only feeling the stimulation in their kidneys. The patient was seen by a manufacturer representative on (B)(6) 2016. The manufacturer representative believed there was an x-ray taken and nothing indicated an issue with the lead. The patient was reprogrammed and walked around and laid down to see if the stimulation changed but it was pretty stable. The patient was going to try the new programming for a while to see if the issues resolved. The patient was implanted for radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's legs were not locking/freezing as badly as before with his new setting. There was an incident where he was at the toilet and was suddenly 'electrocuted' and almost fell over, which occurred after the first programming.